Manufacturer narrative:
Correction: d4. Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between may 5, 2023 - may 6, 2023. H11: two (2) actual devices were received for evaluation containing 110 and 112 ml fluid in their bladder. Visual inspection on the units via the naked eye showed no evidence of fluid flowing out at the distal end of the flow restrictor. Microscopic examination of the flow restrictors revealed the cause of the flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass, located inside the flow restrictor housing. The reported condition was verified. The cause of the air bubbles could not be determined; however, the most probable cause is use-related due to improper filling technique during product use (filling step). The product label (IFU, instructions for use) details the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through two (2) small volume folfusors. The 46-hour pumps had been attached to the patients for infusion, but the drug was not delivered. When the end cap was removed, no drug flowed into the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.